Event description:
The reporter stated that they opened a aspheric collamer three piece lens model cq2015a and noticed there was a black speck on the lens and the technician removed it; however, the surgeon decided not to use it. No pt contact.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows that there is a small tear in the optic/haptic junction of the lens. There is clear surgical residue/debris on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found.